Manufacturer narrative:
One cadd legacy plus pump was returned for analysis in good condition. The customer's claim of double beep alarm was duplicated. The battery was drained. No information could be downloaded from the pump. The cause of the double beep alarm is the nonfunctioning battery. It's recommended that the battery be replaced to resolve the issue.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that this cadd administration set exhibited leaking near the filter. There was no patient injury due to the reported event.